Manufacturer narrative:
(B)(4). On 08/26/2021, customer alleged pump had a pump error alarm.. The pump passed the displacement test, however pump failed the self test. Successfully downloaded history files and traces using thus. Pump error was found in the history file on aug 26, 2021 at 18:58 and 19:20 and aug 29, 2021 at 8:21, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The following were noted during visual inspection: cracked retainer, partially detached retainer, faded serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked case above arrow and battery icon, and cracked keypad overlay. In conclusion, customer allegation of pump error alarm confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6.

Event description:
Information received by medtronic indicated that the insulin pump had received hardware low level failure error alarm. The customer stated they were able to clear the alarm and did receive request to rewind the insulin pump and able to rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of device